Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 71-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The underlying medical history was not shared. The cp access site was observed to have a hematoma the day after implant. The team treated the patient with 4 units of blood and tightening of the perclose suture. The team had followed best practices at the access site, and the patient was on anticoagulation with plavix. The team also made decision on the day of bleed to escalate and add the extra corporeal membrane oxygenation (ECMO) to the patient. The cp will act as a vent to the primary support ECMO. The pump and ECMO remain on supporting the patient at the time of reporting with no further treatment noted for the hematoma.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.